Event description:
A ventilator was returned to the MFR's svc ctr for preventative maintenance. There was no allegation that the device failed to operate. The device was not in pt use.

Manufacturer narrative:
During the device eval at the MFR's svc ctr, a failure related to the active exhalation valve was observed. The device's active exhalation control module was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.